Event description:
In the middle of a resection the generator entered test mode, retesting itself. The doctor reset the generator, continued with the case and the generator entered test mode while the doctor was resecting tissue. The doctor decided to swap generators. Using the same handpiece and attachments, managed to complete the case with no patient consequence.